Manufacturer narrative:
Retainer ring = black. The customer alleged prime/fill anomaly on 20-dec-2021. After completing the displacement test, the pump had constant pump error 38 during the rewind test. The device passed the displacement test. Unable to complete the prime/seating test, basic occlusion test, occlusion test, force sensor test, and self test due to constant pump error 38 alarm. Unable to test for prime/fill anomaly due to constant pump error 38 alarm. The pump was redownloaded due to pump error 38 alarm during testing. Please see below for the pump error 38 alarm noted during testing listed in the pump history file. 08/05/2022 09:28:06.000 alarmalertnotification faultnumber = stuck motor alarm (38). 08/05/2022 09:28:23.000 alarmalertnotification faultnumber = stuck motor alarm (38). 08/05/2022 09:28:40.000 alarmalertnotification faultnumber = stuck motor alarm (38). The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. The pump was cut opened. The device had constant pump error 38 alarm during the rewind test (see above for the date and time) in the formatted history file due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. During visual inspection the electronic assembly had moisture damage. Prime/fill anomaly was unknown. Pump error 38 alarm confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin was squirting out during the fill tubing process. Customer stated insulin continued to drip after motor stops during the fill tubing process. Customer stated they were unable to exit the load reservoir process. Customer stated the rewind option displayed after an alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.